Event description:
It was reported, the pt experienced a loss of therapeutic effect following a fall. It was stated one of the pt's leads was "fractured" and all electrodes were "out of range." It was reported, the pt would have their device replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).